Event description:
A dentist alleges that dental burs do not stay in the handpiece when drilling. They tend to fly out. In one incident it flew out like a bullet but it fell on the floor and did not hit the pt.